Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the cardioplegia mode could not be selected and the device displayed comm error during service. Therefore no patient involved. Error can lead to pump stop. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The device was sent to the repair center. The technician investigated the device and stated that the cardioplegia mode cannot be selected and that the device displayed the error "comm", due to a defective pcb. The technician replaced the pcb and performed pm, calibration and full functional test as per the service manual. All tests passed. The defective pump control board (pcb) was investigated by life cycle engineering. The board was installed in an hl 20 twin pump module and tested for several hours. During testing the error "no comm" could not be reproduced and the cardioplegia mode was available all the time. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The device was sent to the repair center. The technician investigated the device and stated that the cardioplegia mode cannot be selected and that the device displayed the error "comm", due to a defective pcb. The technician replaced the pcb and performed pm, calibration and full functional test as per the service manual. All tests passed. The defective pump control board (pcb) was investigated by life cycle engineering. The board was installed in an hl 20 twin pump module and tested for several hours. During testing the error "no comm" could not be reproduced and the cardioplegia mode was available all the time. Thus, the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).